Manufacturer narrative:
The DHR for the subject lot was reviewed and no anomalies or non-conformance's were found in the records that could have contributed to the device failure. The examination of the broken implant showed no indication of possible mis-threading or stripped threads to the hole which mates to the insertion tool. Additionally, released implants from the same lot were reinspected and found to meet print specifications. Accordingly, no conclusion can be made based on the currently known info.

Event description:
Doctor was inserting the implant when it broke on the first hammer strike. It was removed, and a second implant was used. There was no apparent injury to the pt. There was no real surgery delay; less than the minute it took to reload the second implant.